Manufacturer narrative:
The device was not returned to (B)(6) for evaluation. The initial reporter did state that the patient experienced a delay in therapy and missed a feeding. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump charger was not working and that this resulted in a delay of therapy. The initial reporter stated that a replacement charger was provided to them the next day, but that they had no supplies to supplement feeding, and the childs feeding was delayed for that entire day. They also stated that there were no adverse effects and that the patient was "doing fine" afterwards. [(B)(4)].